Event description:
The customer observed falsely elevated potassium (k) and calcium (ca) results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for k is 3.3-5.0 mmol/l, for ca is 2.18-2.6 mmol/l): sample ID (B)(6) initial k result was 8.8, repeat result was 4.3 mmol/l; initial ca result was 4.75, repeat result was 2.35 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated potassium and calcium results on the alinity c processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The module was inspected, and multiple troubleshooting procedures were performed including replacement of the 1ml syringe, list number 09d41-03, and alnty c-series cuvtte d, list number 04s52-01, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated potassium (k) and calcium (ca) results for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for k is 3.3-5.0 mmol/l, for ca is 2.18-2.6 mmol/l): sample ID (B)(6) initial k result was 8.8, repeat result was 4.3 mmol/l; initial ca result was 4.75, repeat result was 2.35 mmol/l. There was no impact to patient management reported.